Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure.  Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, exact cause of the cai is unknown but could be related to over expansion. Although the physician stated he did not feel the valve had malfunctioned in any way, a report was created on a conservative level. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist (fcs), nearly three years post placement of the 23mm sapien 3 valve in the aortic position, the valve required the placement of a 23mm sapien 3 valve due to central aortic insufficiency (cai). The physician felt the valve was not ¿to blame¿. The exact cause of the cai is unknown but could be related to over expansion. The patient is doing well post second valve placement.